Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us. Device manufacture date: 7/7/2015-7/23/2015. Results: two unused samples in sealed blister packs and a photo of the actual device were returned for evaluation. The returned units were tested and both were able to activate properly without any observed defects. A photo inspection of the used device revealed that a needle is missing and may have detached. Without the actual sample it is difficult to determine the root cause such as potential re-use, epoxy bead, etc.. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5077733. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that while a clinician was administering a medication injection with a 29 g x 1/2 in. Bd safety-lok¿ insulin syringe, the safety device broke off and resulted in a contaminated needle stick injury. The clinician received post exposure lab work and all test results were negative. No further medical interventions were provided and the clinician is reported to be well.